Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-14100. It was reported that x-rays showed that patient¿s lead had migrated after repeated bending while gardening. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6)2022 wherein the leads were repositioned at t7. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.